Event description:
It was reported that the patient had no external power hazard alarms alerted on (B)(6) 2021. A review of the log files found power cable disconnects/low power hazard/no external power alarms while the patient was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The heartmate mobile power unit (serial number mpu-43123) was not returned; however, a log file was submitted. The submitted log file contained data spanning approximately 13 days (08dec2021 ¿ 21dec2021 per the timestamp). The log file captured an atypical no external power event active on 12dec2021 from 21:24:32 to 21:34:26 due to the rsoc voltage in both power cables as well as the bus voltage in both cables dropping below the expected voltage threshold. During this time, there was a low voltage hazard alarm along with a power cable disconnect alarm active from 21:34:22 to 21:34:24. A low voltage hazard alarm was then active at 21:34:24 and 21:34:26 and a no eternal power alarm was active at 21:34:26. The alarm resolved when the rsoc and bus voltages were restored to their expected voltage thresholds. This alarm is consistent with the mpu ac power cord coming loose at the wall outlet. Provided information stated that the serial number of the mobile power unit (mpu) is mpu-43123, the mpu does not have the v-lock connector on the ac power cord, the power cord came loose at the outlet, there were no environmental circumstances that would have affected ac power at this time, and the mpu is not returning to abbott. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the power cord came loose at the wall at the time of the event. The mpu did not have the v-lock connector, and the alarms resolved after checking that the power cord came loose at the wall.